Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The md inserted a sheath and the iab without incident. The pump was switched on and the iab membrane did not inflate. The md tried to inflate the iab using a syringe without success. As a result, the iab was removed and another iab was inserted. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.